Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, different problems arose from the equipment. For example, problems involving the camera include the following: the picture was green, black, or grainy; the camera would not take pictures; the shutter did not work. The lightsource turned off during the case. There were no reports of any adverse consequences.